Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with its native dilator still inserted, requiring the removal of the dilator to proceed with the device analysis. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. The valves were also noted to be deformed due to the prolonged insertion of the dilator, as the sheath was returned with its dilator still inserted. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that a hemostasis valve leak was suspected. There were no abnormalities during the preparation of the faradrive steerable sheath. During the first aspiration without a dilator, no air was visible. The catheter was inserted, and air was drawn continuously during aspiration. Approximately 40ml were aspirated and air continued to come out. The sheath was replaced, and the procedure was successfully completed. There were no patient complications. The device was received for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a hemostasis valve leak was suspected. There were no abnormalities during the preparation of the faradrive steerable sheath. During the first aspiration without a dilator, no air was visible. The catheter was inserted, and air was drawn continuously during aspiration. Approximately 40ml were aspirated and air continued to come out. The sheath was replaced, and the procedure was successfully completed. There were no patient complications. The device is expected to return for analysis.